Event description:
The patient¿s implantable neurostimulator (ins) was implanted in his chest. About three months after implant, the patient developed in infection. The ins was removed and the patient could not have a new ins implanted for about a year because the infection had to be cleared out. The patient¿s health care provider (hcp) confirmed that perioperative antibiotics were administered. The patient did not have meningitis. The patient experienced redness and swelling at the device pocket. The total device system was explanted and the infection resolved.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).